Event description:
Additional programming and diagnostic history from the physician's tablet was provided. Per the additional programming history, it was identified that the patient had normal impedance values up to (B)(6) 2016. Additionally, it was found that the high impedance first occurred prior to the patient's visit. No other anomalies other than the high impedance events were identified on the data.

Event description:
Report was received stating the patient had completed full revision surgery for the high impedance. During removal, the top lead fell out of explanted unit generator, indicating the pin was not fully inserted or secured. The lead impedance of the new system was checked after replacement and resulted in an acceptable impedance value. The removed products were reportedly discarded after surgery.

Event description:
A physician reported that a patient was being referred for full revision surgery due to high impedance. The patient reportedly had not experienced any recent trauma. The patient's post-op diagnostic results after generator replacement surgery on (B)(6) 2016 were within normal limits. No further relevant information has been received to date and no known surgical intervention has occurred to date.

Event description:
Additional programming data was provided showing that the patient's device was not programmed off after the high impedance was first observed and it was again identified on (B)(6) 2016.